Event description:
The consumer reported that the adaptive stimulation (as) patient's amplitude and therapy did not change with positions. When the patient went to lie down, the position or setting did not change and the stimulation was too strong. Stimulation was too strong when the patient went to lie down, and it did not adjust to the lying down position. The reported overstimulation was considered a sudden change in therapy/symptoms. At that point, the patient checked that the implantable neurostimulator (ins) was low and recharged the ins. He then tried again; it still did not adjust, so he just turned it off. There were no reported falls or trauma related to this event. There was a recent medical test or emi environmental exposure related to the issue; the patient had an ultrasound on his legs to diagnose a blood clot six weeks prior to (B)(6) 2016. The patient was instructed to verify stimulation was on, and the patient confirmed the group with as was turned on. The patient programmer displayed the correct position. When testing other positions, the patient programmer did not show the correct position; it did not at first, until the patient pressed the sync button. It was reported that the incorrect amplitude was shown for the current position. The patient then increased/decreased amplitude and was told to hold his position for 3 minutes; the patient reported the stimulation was not where / at the level he needed. The patient then tested and went upright, and it never adjusted the setting or position. When the patient went down again, it did not adjust to the setting he had just set it to. The reported issues occurred on (B)(6) 2016. The patient was advised to follow up with the healthcare professional. It was noted that the patient had not had a reprogramming session in a long time; the patient planned to contact the manufacturer representative directly. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.